Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure an anomaly was noted on the lead. No further information was available. The lead was not used and a new lead was implanted. The medical condition of the patient was fine.